Manufacturer narrative:
This supplemental report is created to correct information initially submitted for: a2. Age.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. The device was not returned for evaluation, and this reported event was received via reddit. No contact information provided for the reporter. The issue was assessed based on the available information; no further investigation can be completed. The console serial number was not provided; therefore, root cause of the event was not able to be confirmed. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
The patient's daughter reported on the social media platform reddit that her father lost a "good amount of blood" during dialysis treatment using tablo dialysis machine. According to the post, no alarms were triggered by the device, and the patient was unaware of the blood loss until he began ending the treatment. The daughter stated that emergency medical services were contacted, and "everything ended up alright."